Event description:
A site representative, registered nurse (rn), reported that during set-up for a procedure, their navigation system axiem box displayed intermittent connectivity problems. When the system was turned on, and everything was plugged in, the system became unresponsive at the load patient screen. The mouse was unresponsive, as well. In trouble-shooting, the system was re-booted and the nurse could access the verify instruments task, however, the axiem box showed red connection status in emitter details. Another system re-boot restored normal function. It was noted the behavior was isolated to axiem procedures only. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement axiem emitter shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that the footswitch port is bent. The switch functions normally. The axiem unit navigates normally. It passed the pegboard test with an error of 2.146mm. Physical damage - connector damaged, pin bent/missing - directly caused event. 08/18/2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.